Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the set separated at the filter when infusing unspecified fluids. It was reported that the set was in use for 24 hrs. There was no report of patient harm. Although requested there are no further event details provided.

Manufacturer narrative:
The event reportedly occurred in the nicu; therefore it is presumed the patient was a neonate no product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the set separated at the filter when infusing unspecified fluids. It was reported that the set was in use for 24 hrs. The event occurred in the nicu.there was no report of patient harm. Although requested there are no further event details provided.